Event description:
It was reported that a leak was observed during use of a homechoice cassette. This was further described as "there has been a leak and fluid on the floor". This occurred during unspecified process step for automated peritoneal dialysis therapy. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.